Event description:
The customer reported generation of false low patient results with low anion gaps for the ise (ion selective electrodes) which includes sodium (na), chloride (cl) and potassium (k) on cell 2 of their au5800 clinical chemistry analyzer. Anion gap is a calculated test made of individual electrolyte results measured by bci systems therefore individual results will be evaluated in the investigation. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and observed grease buildup on the ise buffer syringe case metal fittings and inside the syringe. The fse replaced the buffer valves, ref valve and ref electrode as proactive measures. The fse replaced the ise buffer syringe, and ise buffer syringe case which resolved the issue. The fse performed system verification without further issues. The system returned to normal operation. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).